Event description:
The patient reported that she awoke to an audible tone and message 'audio bolus cancelled'. She stated that she attempted to confirm the message and the button was unresponsive. The patient alleged that the audio bolus activated again, she pushed a button to try to cancel, the number of units on the screen increased to 8.0 units, and the bolus delivered. She did not confirm which button she pressed when she attempted to cancel the bolus. The patient stated that she then attempted to reboot the pump and all keypad buttons are unresponsive. She noted that the down arrow button has been very difficult to press for the past two weeks; she did not report any visible damage to the keypad. The patient reported that her blood glucose was 23.8mmol/l; she reported symptoms of thirst but no other signs of hyperglycemia. She did not provide a reason for the elevation but stated that she will give a correction with syringe in addition to the 8.0 unit delivery. The description of the blood glucose excursion does not meet animas' definition of an adverse event. This complaint is being reported because the pump allegedly delivered a bolus without user intervention and that the patient was unable to cancel the delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was lifting near the ok keypad button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. Evaluation revealed that the ok and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also revealed visible corrosion in the battery compartment and on the pcb.